Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h4, h6. MDR section codes updated/corrected: b, e, g. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The evaluation noted that revision reported was likely the result of aseptic (non-infected) loosening of the femoral component, which damaged the bond of the implant to the bone. However, no details regarding the cement used or the cement technique were provided and their contributions to the reported event cannot be determined. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Event description:
As reported, approximately 27 months postop the initial tka, this (B)(6) male patient's left femur was loose and was revised the femur to cc femoral component. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to the implants were disposed of by hospital staff before rep could obtain them.